Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Ulcers in the jejunum is a known complication of a peg j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2015 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017 an endoscopy and a colonoscopy was performed and it was found that the patient has ulcers in the jejunum due to mechanical reasons which was caused by the pej. The patient was treated with pantoprazole orally twice a day for 14 days and then daily. The j tube remains in place.